Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a device change out procedure, this right atrial (ra) lead was connected to the new device and noise was observed. Troubleshooting was attempted, and the new device was changed out with another device, but the noise continued. Fluoroscopy was performed and the ra lead was found to be fractured. The ra lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.